Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Visual inspection noted the helix was extended. There was dried blood past the helix mechanism through the lumen. Additionally, there was dried tissue entwined in the helix. During testing, the helix did not retract. This was most likely due to the dried body fluid in the mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements and threshold measurements during the implant procedure. After repositioning the lead, the impedance measurements were greater than 2000 ohms and the threshold measurements remained high. As a result, the lead was removed. When the lead was examined, he helix mechanism was blocked. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.